Manufacturer narrative:
The reported event of detachment of device or device component was confirmed. Device was received with header detached from can. Visual inspection found tool mark on device¿s can and broken header which is consistent with explant damage. Longevity assessment was performed, and device had appropriate longevity remaining. Further investigation will be performed on the device. .

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a implantable cardiac monitor (icm) extraction procedure on (B)(6) 2021. During procedure, it was noted that the header sheared off the body of the icm as force was applied to explant it. The physician removed both pieces of the device successfully. The patient was in stable condition.